Event description:
The pt reported he accidentally pulled the insulin cartridge out of his insulin infusion device which caused the plunger to remain attached to the piston rod. He said when he detached the plunger from the piston rod, the cartridge compartment filled with insulin. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.